Manufacturer narrative:
The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The product was not returned for analysis. The console was serviced onsite by a field service engineer (fse). During visual inspection, the fse found a bad power plug thus confirming the reported event. The fse replaced the power plug resolving the issue. During functional evaluation, the laser console passed full functional and electrical safety testing. A conclusion code of cause traced to component failure was assigned to the investigation. It is probable that the reason for system shut down was most likely due to an electrical fault with the power plug.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure the laser console suddenly shut off two times. The procedure was not able to be completed. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.